Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at 26 atm in the cephalic vessel and detached from the catheter. Reportedly, the detached balloon could not be withdrawn through the sheath. Therefore, the patient was sent to the operating room to have the balloon successfully removed.